Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03836. Follow-up identified both leads had migrated resulting in ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2018 during which the physician discovered the leads were entangled. As such, the entire system was explanted and replaced. The ipg was electively replaced to take advantage of new technology. Effective stimulation was restored post-procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03836. It was reported the patient would undergo surgical intervention to revise the leads. X-rays were performed, the results of which are not known at this time.